Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the low voltage lead exhibited a protruding helix. It was also reported that the sheath was kinked, resistance was felt and the lead could not be withdrawn from it. The leave was not used and a replacement was used instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the helix was received extended, stretched and bent, and would not retract. If information is provided in the future, a supplemental report will be issued.